Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry with the cardiac resynchronization therapy defibrillator ( crt-d). The patient rebooted the monitor and reset the reader but the issue was unresolved. The patient was referred to the clinic. The crt-d and monitor remain in use. No patient complications have been reported as a result of this event.